Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-21135. It was reported the patient had the entire scs system explanted and replaced due to pain at the lead implant site. It was reported that the patient's wound never healed and the implant site was not infected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.